Event description:
A customer reported obtaining unexpected negative reactivity on the antibody screening assay on galileo echo m01090.

Manufacturer narrative:
An immucor field service engineer performed service on the echo. The instrument is operating within specifications.